Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: pump returned with moisture behind the display lens. No corrosion found in battery compartment. No damage found to returned battery cap. Battery compartment is cracked below the bumper pad. Returned battery cap is able to fully secure to the pump. Pump has no audible and no vibratory features; the display screen remains blank. Unable to download pump history and black box data. Pump fails leak test due to battery compartment leak. Removed cover; internal moisture damage was present in pump. Unable to complete required investigation steps 10, 11, 13, 21 and 22 due to internal moisture damage in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.